Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system with y adapter as broken and leaked. No serious injury or medical intervention was reported. Verbatim: "it was found liquid leakage at puncture site during infusion, catheter broken and repuncure. Md registration certificate#(B)(4)".

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7075213. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system with y adapter as broken and leaked. No serious injury or medical intervention was reported. Verbatim: "it was found liquid leakage at puncture site during infusion, catheter broken and repuncure. Md registration certificate# (B)(4)."